Event description:
On 11/1999 a pt who had a port-a-cath placed for 1 year, surgically removed. 4 days before, the port was evaluated in a catheter check. A "herbner" needle was placed into the port which was noted to be difficult to access. Next, contrast was injected. There was filling along the side of the port and then into the soft tissues parrelling the port channel. There was free flow into the port, but not able to withdraw blood. Port found to not be working. Port-a-cath became infected and did cause swelling and erythria around the site. Pt had wound care needs for healing.